Manufacturer narrative:
H3: customer reports of calcification, degeneration, and stenosis were confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. X-ray also demonstrated moderate calcification on leaflets 1 and 2 and minimal calcification along the free margin of leaflet 3. Extrinsic calcific deposits were observed on the inflow surfaces of all three leaflets and outflow surfaces of leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis.

Event description:
It was reported and per additional investigation that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 4 years and 11 months due to calcification, degeneration with calcification, degeneration and severe stenosis. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient presented with chf exacerbation, acute shortness of breath and acute swelling. The patient underwent redo-mvr and redo-avr. Intraoperative findings showed prosthetic had one calcified leaflet which was immobile, one leaflet that was partially calcified, and one leaflet that moved normally. The patient was transferred to sicu in stable but critical condition and discharged on pod#28 to rehab.

Event description:
It was reported and per additional investigation that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 5 years and 6 days due to calcification, degeneration and severe stenosis. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient presented with chf exacerbation, acute shortness of breath and acute swelling. The patient underwent redo-mvr and redo-avr. Intraoperative findings showed prosthetic had one calcified leaflet which was immobile, one leaflet that was partially calcified, and one leaflet that moved normally. The patient was transferred to sicu in stable but critical condition and discharged on pod#19 to rehab.

Manufacturer narrative:
Manufacturer narrative: sections g3, g6, and h2 corrected data: updated section b5 changed sections b3 and d6b from 02/25/2025 to 03/06/2025

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including diabetes mellitus (dm 2), dyslipidemia. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and per additional investigation that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 4 years and 11 months due to calcification, degeneration with severe stenosis. The patient presented with dyspnea. Unknown what valve was implanted in replacement. The patient outcome was as stable condition. The patient concomitantly underwent mitral valve replacement.